Manufacturer narrative:
A specific root cause could not be identified. Sample from the patient was submitted for investigation and the customer's tsh result was reproduced. No interfering factor was identified and no macrotsh was present in the sample.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high elecsys tsh assay result for one patient sample from cobas 6000 e 601 module serial number (B)(4). The result was 12.88 miu/l and was reported outside of the laboratory. The physician in charge of the patient thought the result did not fit the patient's clinical situation and did not trust in this result. The sample was tested on an abbott analyzer and the result was 1.3 miu/l and on a siemens-analyzer with a result around 13 miu/l. An aliquot of the same sample was tested on a biomerieux minividas-system and the result was "normal". No specific result was provided. There was no allegation of an adverse event. No action was taken based on the results.